Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma shortly after implant of the cardiac resynchronization therapy defibrillator (crt-d) system. Subsequently, the patient developed sepsis bacteremia. The infection organism was identified as methicillin-resistant staphylococcus aureus. The crt-d system was explanted, and the patient treated with antibiotics. It was also reported that the patient was intubated on ventilator at time of system explant. No further patient complications have been reported as a result of this event.